Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had filled the cartridge with cold insulin. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump and resumed insulin. Reportedly, the customer changed pump supplies and continued to use pump for insulin therapy.